Event description:
Pt post motor vehicle accident with pelvic fractures had g2 filter system placed in vena cava in interventional radiology approximately one year ago. Post radiology images at that time reveal proper filter placement and filter intact. Eleven months later patient returned for scheduled removal. Initial films revealed filter tipped 45 degrees to the right from time of deployment when placed. It was broken off in two areas . One appeared to be in the region of the inferior right pulmonary artery; and a second may be in the inferior pulmonary artery as well, and possibly retroperitoneum. Difficult removal ensued that lasted two hours.